Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) in cardiac arrest, the device displayed "poor pad contact" and "check pads messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.